Event description:
It was reported via phone call "PICC line that frayed during placement and the guidewire uncoiled." Medwatch received (B)(6) 2021 "20210929142646: while placing a bard powerpicc provena catheter the tip of the guidewire was stuck in the patient's arm vein after multiple tries, the PICC guidewire did come out with the tip intact. The concerns were the line was frayed and uncoiled extending the length of the guidewire by several inches".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed. The products returned for evaluation were a guidewire and a clear hub introducer needle. Residual material was seen within the crevices of both devices, indicating that they had been used. Characteristics of the returned devices were consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The inner core wire had broken which allowed the outer coil wire surrounding it to unravel and elongate. The core wire was slightly curved on both sides off the break. Microscopic examination of the fracture sites revealed break edges that were smooth and even except for one small ridge along part of the perimeter. These characteristics are consistent with shearing of the wire at the break. In addition, slight wear was seen on the proximal opening of the needle bevel, indicating frictional damage between the guidewire and needle. This can occur if the guidewire is forcefully retracted against the needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. Per the event description, the guidewire was stuck within the patient¿s arm and difficult to remove. The IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey1023 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported via phone call "PICC line that frayed during placement and the guidewire uncoiled."